Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The inner diameter of the patient's access vessel was reported to be 7.5mm. According to the gore dryseal sheath instructions for use (IFU), the 24 fr sheath outer diameter is 9.1mm. Therefore, this sheath was too large for this patient's native vessel. The IFU warns: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU continues stating: if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Potential adverse events listed in the IFU include vascular trauma (i.e. Dissection, rupture, perforation, tear, etc.) Additionally, the gore tag thoracic endoprosthesis IFU states that adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to assure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit may be needed to achieve access in select patients.

Event description:
On (B)(6), 2010, the patient was implanted with the conformable gore tag thoracic endoprosthesis to treat a thoracic aneurysm. Upon removal of the gore dryseal sheath, the patient's iliac artery ruptured. A gore hemobahn endoprosthesis was inserted, however, the patient continued to bleed prompting removal of the gore hemobahn endoprosthesis, and subsequent open repair of the iliac artery with an intervascular interguard knitted polyester graft. It was reported that the patient's access vessel inner diameter was 7.5 mm. The ctag device was successfully implanted and the patient tolerated the procedure. The sheath and the removed gore hemobahn endoprosthesis were discarded at the hospital. The sheath and the removed hemobahn were discarded at the hospital.